Event description:
Caller reported a malfunction on the pump, showing a malf 1 code, without any prior notable events. There was no adverse impact on the customer¿s blood glucose level. The customer attempted to reset the device and planned to continue using the current pump until the replacement arrived. Technical support replaced the pump with a new one featuring updated software.